Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg (B)(4). The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because contact with user could not be established, therefore, product disposition in unknown. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube described by the reporter that would contribute to the event reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the consumer's wife reported to the pharmacy that a duopa patient from the united states was hospitalized on two occasions on unknown dates, once for cellulitis and a second time for chest pain. The patient was prescribed bactrim and tylenol # 3 twice daily. No other details were provided as to where the cellulitis was located. On (B)(6) 2015, it was reported in a separate event that the patient above passed away on (B)(6) 2015 of unknown cause. Additional information was received on (B)(6) 2015 from a healthcare provider that the cause of death was unknown but probably not related to duopa. No additional information regarding cause of death could be obtained.